Manufacturer narrative:
(B)(4). The device was not returned for analysis. The reported patient effects are known inherent risk of the procedure and the treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication a product quality issue.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was achieved using a proglide device after an interventional coronary catheterization procedure. The patient was discharged from the hospital in fine condition. Reportedly, on (B)(6) 2018, 10 days post procedure, the patient was re-emitted to the hospital and had developed an av fistula and diagnosed with cellulitis. A surgeon opened the access site and cleaned the area. The patient was released from the hospital. No additional information was provided.